Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the error e433 occurred due to defective generator board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the high frequency electrosurgical unit was not working properly with an error code e433. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the generator board was defective, the sockets on the front panel were seriously corroded, and the power switch did not work. Should additional relevant information become available, a supplemental report will be submitted.